Manufacturer narrative:
Eval summary: the impactor pad shows fracture damage and is returned broken in two pieces. The device has to function under high impact loads. Normal wear and tear during repeated used appears to be the cause for the reported condition. As returned, the inserter/extractor is fractured at the dovetail. Other than a small amount of marring, the remainder of the instrument appears to be in excellent shape. The device meets specifications.

Event description:
It is reported that the impactor pad fractured during normal use.